Event description:
It was reported that a patient experienced a low glucose reading on a dexcom g7 while pairing the sensor to an ilet system, and the patient self-treated with oral glucose without symptoms. The patient reported frequent postprandial hypoglycemia after meal announcements, excessive insulin dosing at meals, and an increased total daily insulin requirement compared to prior use. Outcomes included transient hypoglycemia that was treated with oral carbohydrates and did not require emergency care or hospitalization. Troubleshooting and education were completed by support personnel, and no device alerts or alarms were reported during the event. Investigation included case review and user coaching; no device component malfunction was identified, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate given insufficient evidence of device malfunction and confounding factors such as dosing patterns and system learning. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.